Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. Section a4 was left blank as the customer's weight was not provided.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were send to the customer.

Manufacturer narrative:
The customer returned the suspected contour meter. The customer also returned the contour test strips from lot # 9aj3b01d, which was different from the one customer was using during the event. An in-house testing was performed using the returned meter with returned test strips and in-house contour test strips from lot # 8lj3b03c, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in the meter's memory.